Manufacturer narrative:
At this time, the device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
(B)(6) (distal femoral replacement) is the original implant that was implanted on (B)(6)2024 at (B)(6). The patient was discharged following surgery and had no issues for over a month. On (B)(6)2024, it was reported by the hospital that the patient's knee had locked, and the surgeon was unsure of the cause. Onkos surgical developed a distal femoral replacement - revision ((B)(6) which included a new tibial bearing and an axle. On the day of the surgery, (B)(6)2024, the surgeon performed an mua and x-rays. At this time the surgeon confirmed that the femoral and tibial stems were in the correct alignment and rotation. Upon opening the knee, it could be seen that the distal femoral component had externally rotated by 90 degrees and locked. The surgeon was able to identify that the cause of the implant locking was that the femoral component came loose from the femoral shaft allowing both pieces to move independently of each other. The surgeon realigned the device. On (B)(6)2024, it was reported that the patient's implant had rotated again, and his leg is stuck in full extension. Onkos surgical will be providing a revision implant for an upcoming surgery.